Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) ranged from 400-500 mg/dl. The customer administered a correction bolus to address bg level.